Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced abrupt low flows with monomorphic ventricular tachycardia (mmvt) to ventricular fibrillation (vfib). The patient had cardiac arrest, was defibrillated/cardiopulmonary resuscitation, and subsequently was returned to operating room for emergent pump exchange. It was noted that the patient has an implantable cardioverter-defibrillator (ICD) that is dual paced, and it was suspected that mmvt was below the threshold for the ICD. The log files recorded a decrease in the recorded average flow values which were associated with the low flow alarms. Motor function was not affected and continued to maintain set speed until the driveline was disconnected at 5:11:14. A controller shutdown sequence was initiated at 5:12:26. At 9:15:28 when the device was no longer connected a controller internal fault was recorded. The cause of the low flows was determined to be thrombus and the alarms resolved after the pump exchange. The patient was unresponsive at the time of arrhythmia. The patient experienced sustained ventricular tachycardia then vfib. The patient did not have a history of arrhythmia pre-lvad. The arrhythmia was thought to be device related. Exchanging the pump resolved the event and the patient is now stable. The pump exchange also occurred due to the entire outflow graft full (ofg) of clot. When disconnecting the ofg, on the pump elbow clot was noted.

Manufacturer narrative:
Manufacturer's investigation conclusion: ingested thrombus was confirmed in the evaluation of the heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The controller and lvad (left ventricular assist device) event log files contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. A low flow alarm associated with a sudden decrease in estimated flow to as low as 0 liters per minute was observed on (B)(6) 2023. Following this alarm, there were additional, intermittent low flow alarms captured on (B)(6) 2023. (B)(6) was returned assembled with the pump cable severed approximately 17¿ from the pump header. The remainder of the pump cable and the modular cable were not returned. The sealed outflow graft and the sealed outflow graft bend relief were returned detached from the device. The bend relief was properly engaged to the graft. The cuff lock was returned disengaged and the apical cuff was not returned. Upon disassembly of the returned device, a tissue-like deposition was found in the interior of the inflow cannula. The deposition appeared to extend through the eye of the rotor and into the interior of the pump cover. Although this deposition was well-formed, it was not strongly adhered to the textured surfaces, suggesting that it likely did not form within the pump but was ingested. The exact origin of the deposition could not be conclusively determined through this evaluation; however, the deposition would have contributed to the sudden decrease in flow captured within the log files. Samples of the observed deposition were sent to an outside lab for pathological analysis. Per this analysis, deposition samples from the inflow cannula and pump cover comprised of fibrin of some red blood cells, particularly from the inflow cannula, and fibrin with variable numbers of host cells. In the inflow cannula, macrophages outnumbered the neutrophils, while the opposite was true for the pump cover (interior). The estimated age of the depositions based on neutrophil and macrophage ratio was three to greater than five days. The estimated age of the depositions based on clot construction (layers of fibrin) was 1-7 days. No organisms were seen with gram¿s stain. Additionally, examination of the the outflow graft revealed a red, jelly-like formation that extended throughout the majority of its lumen. The formation was loosely adhered and appeared consistent with coagulated blood. This formation appeared to be the result of poor surface washing due to an interruption in flow, consistent with the observed ingested deposition as well as the low flow events observed within the log files. The remaining pump blood contacting surfaces were free of any adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction", lists pump thrombosis and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, "patient care and management", lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including the recommended international normalized ratio (inr) range. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.